Event description:
Customer reported that the insulin pump was set on vibrate and was making a grinding noise when giving a warning and that it was loud. Customer stated that the insulin pump vibrated during the vibrate test. Customer's blood glucose reading at the time of the call was 141 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump rattles when vibrator motor vibrates due to vibrator motor adhesive not adhering to case. The insulin pump was received with racked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.